Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(4). Device evaluation: the product was not returned to the manufacturing site; therefore, the complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00 intraocular lens (iol) was explanted from the patient's eye. Reason for explant is unknown/not provided. No further information was provided.

Manufacturer narrative:
Based on the investigation findings, our product most likely did not contribute to the explant. No further information will be submitted as the reported event no longer meets the reportability criteria. Device available for evaluation; returned to manufacturer on: 1/30/2020. Device evaluation: the intraocular lens was received and noticed a written note on the box that says doctor changed his mind, no patient contact. The lens was visually evaluated: viscoelastic residues were observed in the optic zone and haptics. The lens was cleaned and observed again under microscope; no defects were observed in the optic zone neither in the haptics. The presence of viscoelastic indicates the lens was not explanted in a secondary procedure. The complaint issue reported was not verified. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.